Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 3007963827-2020-00022.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00061, 0001822565-2020-00062.

Event description:
It was reported the patient has experienced pain, swelling, stiffness, and hearing a noise when bending the knee, approximately two months post-implantation. Attempts have been made and no further information has been provided.